Manufacturer narrative:
Zimmer biomet complaint (B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2020-00266, 0001032347-2020-00267, 0001032347-2020-00268. Concomitant medical products: tmj system left standard mandibular component 50mm / 9 hole, part# 24-6551, lot# 194601. Tmj system left investigative fossa, medium, part# 01-6561, lot# 120581. Tmj system right investigative fossa, large, part# 01-6564, lot# 109330. Tmj system right standard mandibular component 50mm / 9 hole, part# 24-6550, lot# 194591. Unknown screws, part# ni, lot# ni. Initial reporter: patient.

Event description:
It was reported the patient will undergo a revision of bilateral temporomandibular joint implants twenty (20) years after implantation. The patient reports pain and the appearance of bony growth. A revision is planned but has not been scheduled. No additional patient consequences have been reported.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported that the implants were removed and replaced due to wear, pain, and bone growth. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h3; h6; h10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint is non-verifiable. No product was returned because the devices remain implanted, therefore no functional tests or inspections could be performed. No x-rays, scans, pictures, or physician's reports were provided. The non-conformance database was reviewed for the mandible component; no non-conformances were found. There are no indications of manufacturing defects. There have been 8 complaints of pain and 2 complaints of heterotopic bone growth for this item# 24-6551, lot# 194601. For all non-custom tmj mandibular implants in the previous one year (from the notification date) regarding pain, there is a complaint rate of (B)(4), which is no greater than the occurrence listed in the application fmea. For all non-custom tmj mandibular implants in the previous one year (from the notification date) regarding heterotopic bone growth, there is a complaint rate of (B)(4), which is no greater than the occurrence listed in the application fmea. The most likely underlying cause could not be determined. There are no indications of manufacturing defects. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being submitted to relay additional information.